Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found damaged, although it cannot be determined when or how this damage occurred. A leak test found that fluid flowed through the fluid path with no signs of struggle or leakage. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to between 300 mg/dl and 330 mg/dl while wearing the pod between 4 and 24 hours. The pod leaking during wear was also reported. When removed from the infusion site, the pod's cannula was found bent. Additional method of treatment was not provided.